Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose levels were 40's mg/dl and 70's mg/dl. The customer reported that they treated low blood glucose level with juice, bread and banana. The customer did not mention any symptom related to low blood glucose level. The customer alleged the insulin pump for over delivery. The device will not be returned for analysis.